Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, improper placemet of stent graft and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an aortic arch aneurysm using gore® tag® conformable thoracic stent grafts with active control system (ctag a/c). When the proximal ctag a/c was implanted, the patient's left common carotid artery was unintentionally partially covered. A bare metal stent was placed in the patient's left common carotid artery. There were no further reported issues. The patient tolerated the procedure.